Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked while attempting to inject insulin glargine. The following information was provided by the initial reporter, translated from chinese: "the patient has used insulin glargine injection for a long time, and on (B)(6) 2023, the patient went to the health service center to prescribe insulin glargine injection and a needle for a disposable injection pen. The patient placed the needle of the injection pen in the insulin glargine injection pen at home, and could not inject the medicine smoothly. On (B)(6), the patient took the insulin injection and the pen needle to the pharmacy of health service center. After inspection and debugging by the staff, it was found that the needle of the injection pen was blocked and the medicine could not be dispensed, so a new needle was replaced. After that, the injection was successfully performed."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked while attempting to inject insulin glargine. The following information was provided by the initial reporter, translated from chinese: "the patient has used insulin glargine injection for a long time, and on (B)(6) 2023, the patient went to the health service center to prescribe insulin glargine injection and a needle for a disposable injection pen. The patient placed the needle of the injection pen in the insulin glargine injection pen at home, and could not inject the medicine smoothly. On (B)(6), the patient took the insulin injection and the pen needle to the pharmacy of health service center. After inspection and debugging by the staff, it was found that the needle of the injection pen was blocked and the medicine could not be dispensed, so a new needle was replaced. After that, the injection was successfully performed."